Manufacturer narrative:
Exemption number e2016032. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 12/27/2017 as follows: patient received an implant on (B)(6) 2013 via the right internal jugular vein due to lower extremity dvt and pe prophylaxis. Patient experiences thrombus, left brachial artery with changes, blood clots.

Manufacturer narrative:
Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, thrombus in left brachial artery with changes, blood clots, sob (pe), pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013". "On (B)(6) 2015, [pt] had a blood clot removed from her left brachial artery. The specimen consists of four irregular fragments of blood clot ranging from 0.3 cm up to 2.1 cm, aggregating 2.1 x 1.0 x 0.5 cm. Sections of the grossly described material show a thrombus with intertwined red and white cells and fibrin-like material. Fibroblasts can be seen focally, suggesting early organization. On or about (B)(6) 2015, [pt] went to the hospital for shortness of breath. [Pt] was caused to undergo medical treatment" patient outcome: it is alleged that "[pt] is at risk for future filter fractures, migrations, perforations and tilting. She faces numerous health risks, including the risk of death. For the rest of [pt] life, she will require on-going medical monitoring". It is further alleged that "[pt] has suffered and will continue to suffer serious physical injuries, physical pain and suffering, physical impairment and incapacity, mental anguish, loss of enjoyment of life, disfigurement and other losses, some of which are permanent in nature. [Pt] has become impaired and will remain so in the future".

Manufacturer narrative:
Exemption number e2016032. (B)(4). (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction, attorney corrected to be patrick fennell. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/01/2017 as follows: patient received an implant on (B)(6) 2013 via the right internal jugular vein due to lower extremity dvt and pe prophylaxis. Patient experiences thrombus and left brachial artery with changes.

Manufacturer narrative:
Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, thrombus (l brachial artery), shortness of breath (pe)'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.